Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/17/2017 with the following findings: the display was dim and pink. The battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and the battery compartment was cracked. This report is made based on results of investigation completed on 10/17/2017.